Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the patient had a surgical neck fracture of the humerus. This un-distributed screw in (B)(6) was packed in the 32 mm locking screw package. During the surgery, the surgeon picked two 32 mm screws and tried to insert this locking screw into the distal end of a 9 mm short nail and he was not able to. This product did not fit. Hence, the surgeon did not use the 32 mm screw and used a 34 mm one instead and the surgeon was able to complete the procedure. No product was received for investigation. No further information was provided and no additional information about the event is available at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. However, as the product was not received, the investigation could not be completed and no conclusion could be drawn.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates the locking screw package was not received. A wrong labeling got put on to the package of that locking screw.